Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Echocardiogram imaging was challenging. There was a pre-existing complex prolapse, extending to p2 and p3 with a massive chordae rupture, and elongated leaflets. The first clip was implanted at p2; however, after deployment, it was noted that the clip was moving, but remained attached to both leaflets. A second clip was then implanted at p3. A jet was noted coming from p2, and it was suspected that the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), but due to the imaging, this could not be confirmed. It was possible that the clip was attached to a pre-existing anterior chordae rupture. The clip remained secure on the posterior leaflet. A third clip was implanted to stabilize the first clip. Three clips were implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported partial clip movement and suspected single leaflet device attachment (slda) appear to be due to a combination of patient morphology/pathology (pre-existing complex prolapse, extending to p2 and p3 (posterior 2/posterior 3) with a massive chordae rupture and elongated leaflets) and user technique/procedural circumstances of challenging imaging. There is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.